Event description:
On (B) (6) 2010, pt's mother reported the pt has been having higher than normal blood glucose readings. Mother reported the pt's readings had been up as high as 500-600's mg/dl. Pt's normal blood glucose range is around 200 mg/dl. Mother stated pt treated herself by bolusing and then gave herself a shot of insulin. Mother reported this lowered the pt's blood glucose slightly. Mother reported the infusion adapter has never been changed. Advised it needed to be changed every 10th cartridge change. Mother stated the pt has a wound on her leg which the mother stated is probably why her blood glucose has been higher and she has been stressed. The pt did not require medical assistance from a healthcare professional or second party to address the issue. On call back on 01/19/2010, pt's mother stated the pt's blood glucose has regulated back down to normal. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.